Manufacturer narrative:
According to sample condition, it was suggest an improper handling due to one end of the suture was cut and the swage area was not present on the other suture end. Additionally, the needle was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the suture thread break during use? Unsure ¿ see product. Did the needle pull away from the thread? Unsure ¿ see product. Did the needle break during the procedure? No. Where was the needle held (swage, middle, tip)? Unsure. What tissue is the needle retained in? Heart muscle. Does the surgeon plan to return to remove the needle from the patient? No. What are the patient age, gender, weight, past medical history? Unsure. What is the surgeon opinion of the contributing factors to the needle retained in patient? Muscle may have been too thick for the needle size? How many samples of lot kak455 are being returned? One. What is the current condition of the patient? Recovering well from procedure, not affected. Additional information was requested and the following was obtained: are the product code and lot number of the device used available? W10b55, kak455. What is the quantity of sutures that snapped? One. What is the procedure name? Aortic valve replacement avr. What is the procedure date? Thursday (B)(6). Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? No. Was there any damage to the tissue? No damage, although mr (B)(6) decided to leave the needle in the patient as removing it would cause more damage. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Passing through tissue, in relation to needle, what is the approximate location of suture breakage? Swage. Please confirm that there were no adverse patient consequences. None. Is the product or representative sample (product from the same lot number) available for evaluation? Yes. (Rep has these, please notify how to return them for evaluation). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2016 and suture was used. During the procedure, the suture broke away from the needle. The surgeon decided to leave the needle in the patient as removing it would cause more damage. It was reported that the patient is recovering well from procedure, not affected.